Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device went into backup vvi mode during the software upgrade. Device download was performed successfully. No further attempts were made to update the software. The patient was asymptomatic throughout the check.